Manufacturer narrative:
The fse replaced the oil mist filter assembly. The sys met specs.

Event description:
The customer initially reported vacuum system timeout and unable to evacuate chamber. While testing the unit, the asp field svc engineer (fse) found that the oil mist filter was "smoking". The customer stated that there were no physical complaints associated with the "smoking". The fse repaired the unit.